Manufacturer narrative:
(B)(4). The actual device and an unused sample were returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection confirmed the catheter was separated 5mm from the tip of the catheter. Microscopic inspection revealed some damage where the inner needle punctured the catheter tube. Visual inspection of the unused sample revealed no defects that might have caused the deterioration of its strength. A review of the manufacturing and inspection records for the last five years was conducted with no relevant findings. A review of the device history records for the last five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Based on the investigation it is likely that the user reinserted the inner needle into the catheter. The device labeling does address the potential for such an event in the instructions-for- use (IFU): (1) "do not attempt to re-insert a partially or a completely withdrawn needle". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported catheter tube separation on the sr-sfa2032 device. Follow up communication with the user facility reported: the medical intern punctured the vein through the back of the patient's hand with the IV; when the inner needle was withdrawn, it was not able to be pulled out due to some resistance on the tip; there was an attempt by another person to withdraw the inner needle; it was reported that there was a sound of tearing of the catheter tube and the catheter tube was incompletely pulled out; the tip of the catheter tube that remained inside the patient's body was removed by surgery using echo; and it was reported that the patient is "fine".